Manufacturer narrative:
Corrected describe event or problem: "related to (B)(4)" was inadvertently added and has been deleted from the description. Internal complaint number: tw #(B)(4). Autonumber: # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: date rec¿d by manufacture, device evaluated by manufacture. Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside the loading device. Signs of blood was observed on the loading device. The seal and tension spring assembly was returned outside the delivery device with blood on it. The tether on the tension spring assembly was cut and the seal was completely unraveled. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. No visual defects were observed. The visibility of blood inside the delivery device indicated that there was an attempt to deploy the device into the aorta. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deploy¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).